Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the patient experienced a power on reset (por) and needed to be interrogated with clinician programmer to clear the por and have stimulation turned back on. No further complications were reported.